Event description:
The customer was not feeling well and felt the need to eat. At 4:49pm before eating her blood glucose reading on the contour next link was 68mg/dl. At 5:53pm she retested and the reading was 88mg/dl. She had something to eat, and soon aferwards passed out. Her husband was able to wake her, they retested on the meter and the reading was 119mg/dl. There was no mention of any action taken. She contacted her doctor regarding the incident and he instructed her to lower the insulin basal rate on her pump. The customer was not getting blood from her fingers or palm as recommended in the user guide, but used only her arm. Product was not expected to be returned. Product was not replaced.